Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a subsequent tilt table study, when the implantable pulse generator (ipg) was programmed to the aaisr mode, the patient¿s heart rate would slow and occasional pauses with second degree heart block were noted. The ipg was reprogrammed to dddr with a long av delay and no syncopal episodes have been experienced since.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to mode switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had car crash and experienced a syncopal episode. It was noted that about the same time, the implantable pulse generator (ipg) had a managed ventricular pacing mode switch. A subsequent check of the ipg indicated no system anomalies. The ipg remains in use. No further patient complications have been reported as a result of this event.